Event description:
The pt is 29 weeks pregnant. Pt states that the doctor has prescribed insulin dosages based off of the suspect device readings. Pt was scheduled for a hosp admission to manage treatment of pt blood glucose. Pt states that while in the hosp pt did a comparison of pt's blood glucose on suspect device and the hosp device and found that pt's suspect device is reading 100 mg/dl higher. While in the hosp pt was given an IV.